Event description:
On (B)(6) 2012, it was reported that a patient underwent a fraxel re:pair treatment of the neck and chest on (B)(6) 2012. The treating physician used a 135m hand piece and the following settings: 40mj, level 10, and 4 passes. The patient (who is an aesthetician) wanted a more aggressive setting used on her. Post treatment, the patient followed her own wound care regimen of glycerin, dimethicone, biafine, and urea-based products. The patient also used a washcloth with clear antibacterial (triclosan) dial gel in the shower followed by vinegar soaks and obagi glycerin cream. Two days post treatment, the patient had white areas on her chest around her clavicle. The treating physician recommended the patient use aquaphor, continue the vinegar soaks twice a day and keflex (an antibiotic used as a standard prophylactic protocol after laser treatment). On (B)(6) 2012, the patient contacted the treating physician via email reporting that she was seen by a plastic surgeon on (B)(6) 2012 who recommended the patient remain on oxygen cream, vaseline, (pure, not antibiotics or steroids) use a humidifier by the bed and keep the heat in her home to a minimum. On (B)(6) 2012, the treating physician reported she saw the patient in a follow up on (B)(6) 2012. The patient's upper neck appeared to be healing fine, however, the physician was concerned with the lower part of the patient's neck just above the clavicle. The area was still "extremely" red with a slightly elevated linear boarder of skin. The physician was concerned that there may be some mild hypertrophic scarring and prescribed clobetasol .05% cream to soften the skin in that area and help prevent scarring. The patient is scheduled for follow ups two times a week for two weeks. No further information was provided at this time.

Manufacturer narrative:
Taken from fraxel re: pair laser system operator manual. Treatment aggressiveness: the fraxel re:pair laser system has fourteen (14) treatment levels. Treatment levels correlate to the percentage of skin surface area covered with mtzs (microscopic treatment zone). Percent coverage ranges from 5% - 70%, depending on the treatment level selected. The intensity of the side effects will vary depending on the energy and treatment level selected. Higher treatment levels often produce more dramatic treatment results but are associated with more clinical and social downtime. Complications: scarring: the possibility for scarring exists. Local scarring may occur directly from laser exposure if treatment procedures are not followed properly, or from infection or physical irritation such as picking and rubbing. Contact with clothing should be avoided following treatment to minimize the risk of abrasion.